Event description:
It was reported that during an open prostatectomy procedure, the devices would not deploy staples or cut when fired. The sales rep stated that there was a crunching sound noticed when both devices were closed and fired. The surgeon had to push the handles forward to open the devices after firing. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.